Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 600 mg/dl and current blood glucose level was 282 mg/dl. Customer stated that the infusion set was not delivering insulin. Customer had positive results in ketones test and experienced difficulty breathing and thirst. Customer reported auto mode was not automatically delivering insulin at the time of high blood glucose event. Customer changed the infusion set already and now her blood glucose was stable. Customer declined troubleshooting for the high blood glucose. The devices will not be returned for analysis.